Manufacturer narrative:
(B)(4) multiple MDR reports were filed for this event. Please see reports: 3002806535-2017-00873, 3002806535-2017-00874, 3002806535-2017-00875, unique identifier (UDI) # - (B)(4). Concomitant medical products- p/n 154722 oxf uni tib tray sz c lm PMA 483080, p/n 159543 oxf anat brg lt sm size 6 PMA l/n 170190, p/n 161468 oxf twin-peg cmntd fem sm PMA l/n 202460. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported the patient was revised for unknown reasons. No further information has been made available at this time.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.